Event description:
The user received a questionable estradiol generation 2 result for one patient sample. The result from the analytical e module was 942 pg/ml. The sample was processed on an abbott analyzer and the result was 39 pg/ml. The sample was also processed on a beckman coulter analyzer and the result was 28 pg/ml. No information was provided to determine if the erroneous result was reported outside the laboratory or if the patient was adversely affected. The estradiol reagent lot number was 164241 with an expiration date of 11/30/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were within expectations. This information does not indicate an issue with the reagent. Insufficient information was provided for further investigation.